Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touch screen for the programmer did not work. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis:analysis was unable to confirm the customer comment that the touch screen for the programmer did not work. The touch screen worked consistently as required. Reloaded software as preventive. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.